Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white fibrous foreign material clogged in nozzle; however, the material could not be further identified. It was not reported that nozzle was deformed or damaged. Regarding the user¿s reprocessing and handling, no deviation from the instructions for use (IFU) was confirmed. Therefore, no further cause could be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air water nozzle was blocked with foreign debris. In addition, it was noted, the light guide-lens had a chip, light guide-lens glue was worn, objective-lens glue was worn, bending section glue was lifting, angulation was lower than standard, angulation was in play, water flow was not to specification and water removal was not to specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite colonovideoscope failed in wash pressure (too high blue and yellow) during reprocessing. Upon inspection and testing, it was discovered white fibrous debris was in the air / water nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the air/water nozzle found during evaluation.